Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, the plunger stem was observed to be broken, verifying the reported incident. A device history review was performed for lot 2311092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. A maintenance order did take place during manufacturing for this lot on one of the stations which the plunger rod moves through. It is likely there was a maladjustment with clamps that hold the plunger stem, causing damage as seen in the sample provided. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no cracks or other damage within the plunger stem was observed on any of the devices. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, it was determined this incident was likely related to the maintenance performed during manufacturing. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Please be informed that on (B)(6) 2024 an incident occurred with the following device: 3-piece luer lock syringe 20ml. Reference dm 300629. Batch no. 2311092. Serial number (B)(6). Description of incident: 4-year-old patient with all b. During her hospitalization, a syringe was used to rinse the patient's central catheter with saline. The plunger broke during this operation. Clinical consequences: the device in question is available in our unit. If you wish to have it analyzed, you can send a suitable package suitable packaging for its return, to the address : (B)(6) hospital (B)(6) specifying the method of return: either by post (prepaid packaging or colissimo label) or by a carrier of your choice, specifying the name of the carrier. Collection will take place at the same address between 8.30 am and 3.30 pm. The collection date can be scheduled by you when you receive when you receive our confirmation by e-mail that the parcel is ready.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.